Event description:
It was reported that in (B)(6) 2011, the patient experienced low back and right hip pain, which radiated down to her right leg, and she experienced numbness and tingling in her right foot. The patient's x-rays were reviewed and was told that she was missing many discs. On (B)(6) 2011, the patient underwent a fusion and discectomy at levels l2 through l4. The patient was implanted with rhbmp_2/acs. Two days after surgery, the patient began physical therapy, and two weeks after her surgery, she presented for a post-operative visit as well as a pre-operative visit for a second surgery she had already scheduled. On (B)(6) 2011, the patient underwent a second surgery ¿namely, a fusion and discectomy at l5¿s1. After this second surgery, the patient began experiencing severe si joint pain. The patient was implanted with rhbmp_2/acs the patient underwent a third surgery specifically, an si joint fusion. The patient was implanted with rhbmp_2/acs since then, the patient had been experiencing severe pain in her back and severe numbness in her right leg, rendering her unable to control her right foot. Because of these symptoms, the patient could no longer, clean, drive her automobile, and play golf, among other things.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.